Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for an upgrade. The atrial lead that was implanted was exhibiting noise and oversensing. The lead was capped (B)(6) 2020 and replaced. The patient was stable.